Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
5 of 5 reports. Other mfg report numbers: 3013886523-2022-00309, 3014334038-2022-00149, 3013886523-2022-00310 and 3013886523-2022-00311. A facility reported patient had cerelink icp sensor inserted on friday (B)(6) 2022 for elective icp monitoring. On (B)(6) 2022 at night the cerelink icp cable (826945) failed, on (B)(6) 2022, a new monitor and cable were attached to the original sensor but they had the same cable failure. A new sensor was then inserted into the patient but re-attached to the already failed cable. The message on the monitor was now "sensor not detected". They tried with one more monitor and cable, which displayed the same message. Medical staff got in communication with the integra sales representative and explained what had happened and what they had done so far. The integra sales representative explained that if the sensor was not detected they needed to replace it, but with it they also needed to plug the new sensor in, with a new monitor and cable. This was done and the icp was reading as normal again. On (B)(6) 2022 the cable failed again and they switched the monitor. The cable was swapped for a new one and it was reading normal and stable again.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. Failure analysis - cerelink monitor was not returned for evaluation; however, the debug files were provided. Based on the files, the user did not zero or calibrate the sensor indicating the sensor was damaged and hence, could not be detected. Therefore, the complaint is confirmed. Root cause - the complaint was confirmed in the complaint investigation. The likely root cause is silicone does not protect ic sensor surface when implanted. DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications.

Event description:
N/a